Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 700 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 12 days later with the issue resolved, but sustained unspecified damage to their foot, kidney and vision.